Event description:
According to info rec'd from the implant center, testing conducted in 01/2002 confirmed that device was no longer functioning. Revision surgery was rescheduled and pt will be reimplanted with another clarion device.